Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side rupture. Device remains implanted.

Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an extended opening, red particles,and fold creases. A weight test of the explanted material was verified and it was found to be underweight. Microscopic analysis of the return device identified wear abrasion, an extended sharp opening with localized stresses induced on radius side assessed as surgical impact.a dimension measurement of the shell was performed which identified the thickness to be within specification. The stress marks were assessed as non penetrating nicks. Based on the device analysis the final assessment is a sharp opening with localized stresses induced assessed as surgical impact.